Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation procedure, it was reported that lens deployed prematurely and patient contact was noted. Additional information has been requested.